Event description:
It was reported that the pump was replaced as it was near end of service. A catheter fracture was noted at a "point near anchor - (distal side of anchor)". The catheter was replaced due to break/tear/hole. The pump contained morphine 50 mg/ml at a dose of 7.5 mg/day. There was no pt injury. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is completed.